Manufacturer narrative:
This report is submitted on june 5, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced undesired stimulation with device use resulting in discomfort and subsequently the decision for antibiotics to be administered on (B)(6) 2018.